Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was in a car accident and that they were feeling pain in their back. It was noted that the patient has had pain in their hips since implant. The patient wanted to meet with a rep to get the implant checked. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may have malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's back pain following their car accident was due to the impact of the patient hitting the truck. The patient reported that their spinal cord stimulator (scs) was not affected in any way. The patient has been going to a chiropractor for the pain, but it has not been resolved. No further information was reported.